Manufacturer narrative:
Internal file number - (B)(4). Correction: initial reporter name updated from dr. (B)(6) to dr. (B)(6). Evaluation summary: a visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported separation appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the unspecified vessel, the nc trek balloon dilatation catheter (bdc) was used but separated at the shaft inside the guide catheter. The device was removed from the anatomy. There was no reported adverse patient effect. No additional information was provided.